Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced hyperglycemia when glucose rose from approximately 100 mg/dl to 401 mg/dl while using the pump, with no device alarms, adequate supplies, insulin present, glucose values displaying on the ilet, and an unclear precipitating cause that could include meal-related factors; the caregiver administered a manual insulin injection and received troubleshooting and education on site changes and device use. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included transient impact with glucose remaining above target for a few hours and resolution to about 190 mg/dl without hospitalization or professional medical intervention. Investigation included technical troubleshooting with verification of cartridge status, infusion site status by visual check, review of system displays, and user education. Investigation of this case revealed no device alarms, no visible leaks, functioning display of blood glucose on the device, and no confirmed device malfunction. It was concluded that the event was hyperglycemia with an unclear cause and that the device appeared to function as intended based on available information and user reports.